Event description:
It is reported that the articular surface would not seat properly into the tibial baseplate.

Manufacturer narrative:
Evaluation summary: as returned, one side of the inner dovetail lips is compressed down indicating that it did not slide under the male dovetail on the tibia plate, instead going over. This typically happens when the articular surface is not optimally placed and oriented before attempted insertion using the articular surface inserter instrument. Suboptimal orientation prior to attempted insertion appears to be the most likely cause of failure. Evaluation: manufacturing documentation was reviewed and indicates that the device was manufactured, inspected, and packaged to specifications.